Event description:
It was reported that the customer was a new sensor user. Customer goofed up on a couple of sensors. Customer's blood glucose level was 47 mg/dl. Customer reported that the sensor base remains on the pedestal when the serter is pulled away from the pedestal. Customer stated that his blood sugar was back to normal when he talked to a medtronic representative. No further assistance needed.

Manufacturer narrative:
Findings: reliability analysis not required. Unable to perform insertion test due to enlite-sensors being opened/used. (Introducer needle separated from enlite-sensor).